Event description:
It was reported to philips that a paramedic crew was unable to capture an ECG while performing patient care on a cardiac symptom patient. Another paramedic unit took over transporting the patient who was stable upon transfer of care. There was no adverse event to the patient or user.